Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.